Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the geocal file was updated with new calibration offsets after completing the 3d calibration. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi-500-01065, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the 3d tracker on the right side of the imaging system required r e-calibration. There was no patient present when this issue was identified.